Event description:
A trilogy o2 ventilator, japan was returned to the manufacturer for preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. A "service required" error code was found in the ventilator's downloaded event log. The device's oxygen blender circuit board was replaced to address the issue. Additionally, although the unit has exceeded its useful life, the customer requested the replacement of the trilogy o2 pm1 kit. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.1.03).